Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. All available information indicated that this pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. All available information indicated that this pacemaker remains in service. Additional information indicated that this device has been explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. All available information indicated that this pacemaker remains in service. Additional information indicated that this device has been explanted. There were no additional adverse patient effects reported.